Manufacturer narrative:
The reported complaint was confirmed via the field service representative (fsr) and the data log analysis. During laboratory analysis, the product surveillance technician (pst) observed that the device under test (dut) operated properly throughout all testing and properly managed power transitions between alternating current (ac) and direct current (dc), including the recharge of batteries to their full rated capacity. The status light emitting diode (led) was green when batteries were at full charge upon system power up. Per data log analysis, on (B)(6) 2019 before the system was powered off the battery capacity was 15/16 (full). On (B)(6) 2019 the system was powered up and the first power manager status shows battery capacity at 9/16, and drops quickly to 7/16. The power manager appeared to be detecting a voltage drop on the batteries when running on battery. According to the fsr, when running on battery the battery voltage actually looks good. The power manager was incorrectly setting the battery capacity lower than it actually was. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per fsr, the log showed that the system has been in regular use and should not be this low. The system was allowed to charge to float and showed a tnac of 18.0000 ah. Battery release test was performed and it failed by dropping below 9.0000 ah in five minutes. As a result, the fsr installed new batteries and allowed it to charge to float and 18.0000 ah. Performed release test on new batteries and it failed by dropping below 8.0000 ah in five minutes. Per log review, there was no conclusive evidence in logs, but vmot voltage readings were showing good batteries. Most likely that the power manager was the source of the issue, so the fsr installed a new power manager. The batteries were allowed to charge to float and 18.000 ah. Release test was performed and it passed by only dropping to 17.6516 ah after five minutes. The unit operated to the manufacturer's specification. The suspected device will be returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the batteries on the heart-lung machine (hlm) had a total nominal available capacity (tnac) reading less than 11.0000 amp hours (ah). There was no patient involvement.